Manufacturer narrative:
The reported field events of unacceptable threshold, decrease sensing amplitude, and decreased pacing impedance were not confirmed in the laboratory. A partial connector segment of the lead was returned in one piece. Electrical testing of the lead segment did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies with the exception of damage consistent with procedural damage.

Event description:
During follow-up, decreased impedance, r wave amplitude variation, and increased capture threshold were observed on the right ventricular (rv) lead. The rv lead was capped and replaced in order to resolve the event. The patient was stable and there were no adverse consequences.

Event description:
It was reported that the lead was explanted, not capped.